Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Other: trueisigma 300 dr implantable pulse generator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported. Device involved in incident was evaluated. Electrical tests performed mechanical tests performed. Visual examination: component/subassembly failure. No conclusion can be drawn. Unknown (for use when the device problem is not known).